Manufacturer narrative:
Investigation summary: the review of manufacturing documents revealed no deviation in material resp. In the manufacturing process. Dimensional check revealed no deviation in the undamaged areas. The fmea had considered potential nail breakage. The estimated threshold was not exceeded. The nail received had broken in a fatigue manner after an implantation period of more than 7 months. The breakage had started at lateral where the highest load application is found. A secondary crack, initial lines of rest ¿ indicating the progress direction ¿, missing plastic deformation and areas ¿rubbed shiny¿ clearly identified the fatigue fracture. Deformed drill hole also indicated significant load application in both axial and rotational direction. Nail breakage in general has been experienced, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors a nail breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. A successful treatment with an intramedullary nail requires sufficient bone healing during the implantation period. It was reported that the patient was walking without support with progressing load bearing. Thus, the nail had to transfer and had to absorb all load application during the implantation period. Results of recommended regular follow-up examination were not provided. Received x-rays revealed nail breakage in the area of the initial bone breakage and where the patient had experienced a pseudarthrosis. Reported pseudarthrosis ¿ visible on provided x-rays ¿ indicates insufficient bone healing. This presents a kind of artificial joint resulting in exceeding leverage. Additionally, the nail was not relived by sufficient bone healing. Above facts suggests that the nail broke in a fatigue fracture rather than in a spontaneous manner because back and forth motion presents repeated / permanent loading which usually is an originator for a fatigue fracture. It could not be determined whether the patient had been compliant to the surgeon¿s post-operative instructions. However, it could only be assumed that a young patient tends to higher need for movement and may not remember the recommendation / warnings of the surgeon. Further, deformation of the drill holes for the locking screws is usually the result of load application. Summarizing above information the event was classified as patient related ¿ overload by insufficient bone healing and potentially increased activity ¿ rather than device related because the investigation did not verify a product deficiency. According to available information a more precise state statement was not possible from technical point of view. In case relevant information becomes available we reserve the right to update the investigation and to change the root cause. A deficiency of the nail was not verified.

Event description:
It was reported by the resident at the pharmacy of the hospital that: "patient went to the pediatric emergency room for severe pain in the thigh from the previous night. Patient was initially operated on (B)(6) 2014 further to an accident and fracture of the left femur, was implanted with an intramedullary left femoral nail. X-ray control showed two diaphyseal fractures of the left femur ("fatigue" fracture) with rupture of the nail and signs of pseudoarthrosis. Revision of the nail in 2 times because 2 pieces. Osteosynthesis with another nail and bone graft."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It was reported by the resident at the pharmacy of the hospital that : "patient went to the pediatric emergency room for severe pain in the thigh from the previous night. Patient was initially operated on (B)(6) 2014 further to an accident and fracture of the left femur, was implanted with an intramedullary left femoral nail. X-ray control showed two diaphyseal fractures of the left femur ("fatigue" fracture) with rupture of the nail and signs of pseudoarthrosis. Revision of the nail in 2 times because 2 pieces. Osteosynthesis with another nail and bone graft."